Event description:
(B)(4) clinical study. Same case as 2134265-2010-04658 and 2134265-2010-05582. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction. The lesion being treated in the index procedure was a 3.00mm, 50.0mm long 90% stenosed lesion located in the mid left anterior descending artery. The physician treated the lesion with pre-dilatation, and successfully implanting three (3.00x28mm, 3.00x12mm and a 2.50x12mm) taxus liberte stents without gap, and post-dilatation. Residual stenosis became visually 0% and timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications two days later on aspirin and clopidogrel bisulfate. At 264 days post-index procedure, the patient experienced angina. Pci was performed. The target lesion was visually 90% stenosed. The physician treated the lesion with balloon angioplasty and placement of a non bsc stent. Residual stenosis became 0%. The patient was discharged the next day.

Event description:
It was initially reported in error that the patient experienced a myocardial infarction. Results of angiography at the 9 month visit revealed the target vessel diameter was 3.00mm, 35mm long with 90% stenosis. There were no anginal symptoms reported at the 1 year follow-up.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).